Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained. Patient 1: 1.7 inr/2.3 inr. Patient 2: 1.7 inr/2.4 inr, patient 3: 2.4 inr/3.2 inr. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(4).